Manufacturer narrative:
The technician found the foot end casters were not working. A search of the hill-rom maintenance records did not show hill-rom performed preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on its beds. The tech replaced the foot end casters to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom received a report from the account stating the foot brakes were not holding. The bed was located on 4 west room. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).